Event description:
It was reported that the armada 014 was prepared according to the instructions for use. There was no resistance encountered in advancing the armada to the target lesion. The armada was unable to hold pressure using a non-abbott inflation device. The armada would inflate at 14 atmospheres, but would then deflate. The inflation device required continuous cranking up to 14 atmospheres as the armada would not hold pressure. This repeated inflation to 14 atmospheres was performed and successfully treated the non-tortuous and non-calcified target lesion in the distal anastomosis of the left femoral popliteal bypass graft. Inflation was not held for more than 30 seconds with this repeated increase in pressure. No additional dilatation catheter was required as the lesion was treated successfully. All the connections to the armada were checked and confirmed to be secure. There was no resistance encountered during device withdrawal. There were no leaks noted during the procedure. There was no blood noted in the inflation device and no blood noted in the armada balloon. After the procedure, the armada was inflated at the back table using the same inflation device and the same issue was noted with the armada not holding pressure unless the inflation device was repeatedly increased to 14 atmospheres. There were no leaks, kinks, bends, nor tears noted on the armada. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: winn 40; inflation device: merit; sheath: 4 french, cook crossover. The device and the non-abbott inflation device attached to the hub were returned for analysis. The reported inflation issues were unable to be confirmed. First the non-abbott indeflator then a proxy indeflator were used to inflate the balloon to the rated burst pressure (rbp) of 14 atmosphere, with no damage noted to the balloon. The inflation times were measured and met manufacturing criteria. The balloon held pressure and remained inflated with no leaks or loss of pressure noted. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database revealed no other incidents. Based on the reviewed information, no product deficiency was identified.